Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient underwent a lead revision procedure due to the stimulation not covering her pain area any more. An x-ray confirmed that the lead migrated. Malfunction of the lead was not suspected, the physician elected to replace the lead to facilitate the procedure. The patient is well postoperatively.